Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 3.5 weeks after a device changeout procedure, the patient developed an infection at the incision site. Antiobiotic treatment was provided. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.